Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Evaluation summary: the delivery section of the double-ended catheter was fractured at the primary guidewire exit port. The section of the catheter distal to the fracture site was not received for evaluation (stented to sfa wall). The capture wire was loaded in the remaining delivery section of the double-ended catheter. The capture wire tapered section (immediately proximal to the filter assembly) exhibited a significant bend (~ 30 degrees). The fracture site exhibited material deformation (stretching/ necking) indicating a ductile fracture with tensile overloading as a significant contributing factor. There was significant blood residue atthe capture wire (proximal) exit port.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the delivery section of the double-ended catheter was fractured at the primary guidewire exit port. The section of the catheter distal to the fracture site was not received for evaluation (stented to sfa wall). The capture wire was loaded in the remaining delivery section of the double-ended catheter. The capture wire tapered section (immediately proximal to the filter assembly) exhibited a significant bend (~ 30 degrees). The fracture site exhibited material deformation (stretching/ necking) indicating a ductile fracture with tensile overloading as a significant contributing factor. There was significant blood residue at the capture wire (proximal) exit port.

Event description:
The physician had access in the left common femoral and was working contralaterally on the right common femoral, which was extremely calcific. The physician tried to advance the spider fx with through the calcified area, but the spiderfx delivery system became kinked and the green tip of delivery catheter dislodged. The physician chose to stent the broken piece of delivery catheter against the wall of the sfa with a self-expanding stent.